Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was able to login to the server but unable to login to the station. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was able to login to the server but unable to login to the station. A technical support specialist ran the login activities report and confirmed that no results were returned for the specified user, instructed them to reregister the fingerprint and verify successful login using both user identity and biometric identity, which was the primary login method for the station, while user identity and password are reserved for biometric identity exempt users. The customer later informed that the affected user was new, tss provided additional troubleshooting steps covering two scenarios, first, attempting biometric identifier login to reach the password screen and reregister the biometric identifier, second, resetting the users password, logging into the patient encounter system (pes) webpage, logging out, waiting 10-15 minutes, and then logging into the station to complete biometric identifier registration if prompted. The customer subsequently confirmed that the issue was caused by an incorrect employee number linked to the users badge. After relinking the badge to the correct employee number, the user successfully logged in by manually entering the number versus scanning the badge. The customer verified resolution. The system functioned as intended after the technical support specialist troubleshot the device.